Event description:
Updated summary: on (B)(6) 2024, customer reported that he entered 5 entries of carbohydrates totaling 301g within 1 hour span last night by error and was not eating last night. So, pump did bolus deliveries to counter the carbohydrates. Customer ended up having a severe low bg last night that went as low as 25mg/dl. Delivery was suspended when blood glucose went below 50mg/dl. Customer took juices to bring the blood glucose up and called the paramedics on (B)(6) , 2024 at 1:30am. Paramedics did not give any treatment since blood glucose was already climbing up. Delivery resumed 4 hours after suspending. Pump was used within 48 hours of the low. Smartguard was used. Customer did not feel okay to troubleshoot. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported blood glucose value of 25 mg/dl. The customer reported hypoglycemia, hypoglycemia was treated with glucose/carb intake and emergency medical service. The event involved product(s) mmt-332a, unomedical, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported low blood glucose. The customer entered carb and was not eating the food resulted low blood glucose. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-7040a. It was unknown whether the customer will continue or discontinue the use of the devices.